Event description:
Information received from the field notes no ventricular capture at 5.0 v, 1.5 ms, intermittent capture at 7.5 v, 1.5 ms, and <200 ohms impedance in both configurations. An iegm showed noise during testing. The patient had an underlying rhythm of 55 bpm. The patient is a carpenter and is physically active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative